Event description:
It was reported that a gasket was missing and the handpiece began leaking a water substance during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.